Manufacturer narrative:
The axium coil was received and evaluation of the device was completed. As received, the axium prime implant coil returned in a contradictory condition to the original reported event. The coil was found stretched on the proximal end with the polypropylene filament broken and already detached from the pushwire. The pushwire was found bent at the proximal end. The implant coil appeared to be detached from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional complaint details based on the separated condition of the returned device, however no information has been received. We were unable to determine the cause of detachment of the implant coil. It is possible that the movement of the coil against the reported resistance likely led to the stretching of the implant coil. It is also possible that pushwire became bent and the implant coil subsequently detached from the pushwire during shipping back to medtronic for evaluation, as the bend in the pushwire and the implant coil detachment were not reported at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, this coil became stuck in the middle part of the microcatheter and could not be advanced. No patient injury was reported. The coil was returned to the manufacturer for evaluation and was found to be stretched and detached from the pushwire.